Event description:
Candela corporation received notice of litigation involving a gentlelase laser. The laser was used by candela customer in an "off label" tattoo procedure. The treatment was reported to have resulted in permanent scarring on the patient's left arm that required cosmetic surgery.

Manufacturer narrative:
There are no known product problems. The product is not marketed for tattoo removal. Facts and candela's involvement to be determined in litigation.